Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited an alarm at startup and the end user was unable to access.

Manufacturer narrative:
Event problem and evaluation codes: updated . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Fluid ingression on pump and chassis base of the downstream occlusion sensor that might leaks into the keypad membrane switch. Keypad with overlay, downstream occlusion sensor and microprocessor unit board were replaced. The cause of the reported problem was user induced. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Customer provided additional information explaining that the device was brought into their shop for repair. The work order stated that pump went into alarm and settings could not be accessed. No further details were provided. When tested, they could not access pump menu or settings for info.